Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The procedure was completed with different device. There were no patient complications nor injuries were reported.